Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states intermittent right brake fault and going into slow mode when not elevated. See additional complaint (B)(4) for additional information. MDR filed under (B)(4).

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states intermittent right brake fault and going into slow mode when not elevated. MDR filed.